Event description:
It was reported through an implant card that high lead impedance was received during replacement of a pt's generator. Review of the pt's programming history (both previous generator and current generator) indicated the high lead impedance was present since (B)(6) 2010, (7/limit/high) and still remains.

Event description:
Additional information was received from the patient's treating physician indicating that no x-rays were taken because all diagnostic tests at the last consultation were within normal range. No patient manipulation or trauma was reported that could have contributed to the reported high lead impedance. At the moment no interventions have been planned so far to replace the lead as the generator was programmed off due to high impedance.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.